Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that resistance was felt during device removal. The 50% stenosed target lesion was located in the mildly tortuous and non-calcified internal carotid artery. An 8.0-29 carotid wallstent and 3.5-5.5 190cm filterwire ez were selected for stenting. However, resistance was felt with the filterwire after placing the stent. Consequently, both the stent delivery system and the filterwire were removed together as a unit. The treatment was carefully completed with this stent. There were no patient complications as a result of this event.